Manufacturer narrative:
The reported event of unable to tighten the ventricular set screw was not confirmed. Analysis revealed the set screw had been removed from the device and not returned. The setscrew most likely became stuck to the wrench tip and pulled out of the device through the septum. However, the problem cannot be analyzed since the set screw was not returned.

Event description:
It was reported that the set screw was unable to be tightened to the device header during the implant procedure. The device was explanted and replaced to resolve the event and the patient was in stable condition.